Manufacturer narrative:
This (B)(4) study patient underwent carotid artery stent implantation (B)(6) 2008 and in (B)(6) 2009 the patient expired. This was an (B)(6) male with medical history including hyperlipidemia, cardiac arrhythmia, hypertension and chronic renal failure. The target lesion was left proximal internal carotid artery described as severely calcified and 90% stenotic. The patient was symptomatic at the time of the index procedure. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was pre-dilated. One precise stent was implanted. The patient left the angio suite neurologically intact. The patient was discharged on an asa and plavix regimen. Approximately ten months post index procedure, report was received regarding the patient's death. The exact cause of death is not known. Per the patient's family, the patient had declining health for the previous year and had been in an assisted living facility. The patient's wife speculated that the patient may have had a stroke; however, there is no medical evidence for this assumption. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13264602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Factors that may have influenced the event include patient, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Additional information received indicated that the event date/death was changed to (B)(6) 2009 and the date of discharge was six days after the index procedure. Additional information will be submitted within 30 days upon receipt.

Event description:
Approximately ten months post index procedure, the patient died. The cause of death was noted to be neurological. The event was deemed to be unrelated to any cordis product. The patient was enrolled in the (B)(4) study on (B)(6) 2008 with a 90% lesion in the left internal carotid artery. The lesion was severely calcified and 15mm in length. The vessel was 4.5mm in diameter. The lesion was pre-dilated. An angioguard was delivered and a precise stent was successfully implanted. The patient was discharged 4 days later. The patient's pre-procedure, post-procedure and discharge medications included aspirin and clopidogrel. The patient's intra-procedure medications included heparin. Additional information was received as follows: the study coordinator stated that the patient's cause of death is not known. However, the patient had arrhythmia and stage iii renal disease. The study coordinator also stated that the patient's wife also indicated that she thinks the patient may have had a stroke, however, she is just making an assumption. The patient had declining health over the last year. The patient died at an assisted living facility and no additional information regarding the event is available.